Manufacturer narrative:
It was reported that the hl20 pump displayed the error message "head error". No patient was involved. A getinge field service technician was onsite and investigated the unit in question. The technician troubleshooted the device and could confirm the reported failure "error head". The technician replaced the optical tacho board. After replacement the pump works to factory specification. The device was returned for clinical use. The defective part was not available for further investigation. However the reported failure "head error" was investigated in a previous complaint. The most probable root cause could be determined as a broken wiring of the optical tachoboard. The review of the non-conformities during the period of 2019-10-01 to 2021-09-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 single pump module displayed the error message: "head error". Pump stopped. No patient involved. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 single roller pump displayed the error message: "head error". No patient involvement reported. Reference number: (B)(4).